Manufacturer narrative:
The (B)(4) analysis inspected 2 opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). Both of the sensors passed per specifications with accurate readings.

Event description:
It was reported that the customer received calibration errors with his sensor. The customer stated there was an incorrect or delayed blood glucose entry. It was also reported that the customer received a bad sensor alert after two consecutive calibration errors. The customer was advised to remove and switch out the sensor. His blood glucose level was 88 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.